Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their damage to the insulin pump where the reservoir locks in. The customer¿s blood glucose level was unknown. The customer reported that the top layer of plastic was split all way around. The type of damage was crack in reservoir compartment. It also stated that the top layer of plastic is split all the way around and the pump is still working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.